Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed on april 15, 2008.

Event description:
It was reported that patient underwent stage 2 revision of the acetabulum in 2008. During procedure, surgeon encountered difficulty while trying to remove the inserter from the shell implant. Once instrument was removed, the surgeon attempted to insert a different shell and once again encountered the same difficulty while trying to remove instrument from shell implant. A 15-20 minute delay in procedure was incurred.